Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported the patient was seen in the emergency room and was experiencing ventricular tachycardia (vt). The physician determined the patient was not perfusing and the patient was externally defibrillated. The device electrogram showed the vt episodes were in the vt monitor zone and no therapies were delivered. The device appeared to be functioning as programmed. It was also reported the device battery depleted prematurely. The device was removed and a new device was implanted. There was also an observation of a high threshold measurement on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.